Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/16/2018 with the following findings: there was visible moisture corrosion in the battery compartment. Moisture was found on the display connector.